Manufacturer narrative:
A follow-up report will be submitted upon completion of te investigation.

Event description:
The customer reported that there was no alarm sound at the bedside, no sound no beeping, no error message. The customer already replaced the speaker but for the second time he has the same problem. The customer states a nurse noticed the red alarm flashing, it was for a low spo2, however it did not also alarm at the pic ix. No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.